Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bardex size 16h foley catheter appeared to have a smaller diameter than they were previously and seem to be in between a 14 and 16 size. Per follow-up on from a previous complaint logged on 16mar2025, it was reported that the customer did not keep the used catheter but had one unused example which the patient opened to compare to another batch. Patient noticed that it felt smaller like a size 14 not a size 16, it did not feel as rigid or as heavy and drained much slower.

Event description:
It was reported that the bardex size 16h foley catheter appeared to have a smaller diameter than they were previously and seem to be in between a 14 and 16 size. Per follow-up on from a previous complaint logged on 16mar2025, it was reported that the customer did not keep the used catheter but had one unused example which the patient opened to compare to another batch. Patient noticed that it felt smaller like a size 14 not a size 16, it did not feel as rigid or as heavy and drained much slower.

Manufacturer narrative:
The reported event was unconfirmed. Received 2pcs of sample in unopened package. Based on the sample received, the packaging lot number for returned sample was ngjt3692. Datecode and catalog number printed on returned catheter cap was nj1217 and 236516. Visual inspection: the returned catheter was inspected and did not find any evidence of a failure that would support the reported event. Functional testing: flow rate test was performed on the returned catheter and water able to pass through. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed, a labeling review is not required. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.